Event description:
A malfunction was reported on the pump, identified as malf 5 with a fault ID of 0x2147. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which they acknowledged and understood.